Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Balance chamber pressure high alarms occurred during a routine hemodialysis treatment. Technical support was contacted and assisted with troubleshooting efforts. The alarms could not be resolved. Rinseback was not completed, due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the reported blood loss to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The alarms were attributed to an occluded therapy fluid line which has since been replaced. The cycler alarmed appropriately. A direct correlation between nxstage sys one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.